Manufacturer narrative:
H10: radiographic image review result: post op x rays for thoraco pelvic fixation and l4 corpectomy. The vertebral body graft appears positioned laterally and does not contact the end plate well at l3. There is a fracture of the extra lateral rod at l3/4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: visual inspection confirmed the rod has broke in multiple places. Damage and smearing noted on fracture surfaces. No pre-existing surface defects were identified that could contribute to the breaks. Dimensional inspection confirms conformance to print specification. After visual, microscopic and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. This type of damage is consistent with failure due to cyclic fatigue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lower back pain: this part is not approved for use in the united states; however a like device catalog # 1556200500, 510k # k131321 and UDI # 006 43169272262 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: rod broken and screw back-out procedure performed: t9/il posterior fixation, l4 anterior subtotal removal and placement of t2 post op, the right rod broke off and the plug on the left side of s2ai backed out. Due to this patient suffered lower back pain. As a result of this revision surgery was performed, fixation was performed from the posterior side, and the plug and the rod were removed. The left ba that backed out was removed and replaced with f9.5/70mm, and f6.5/40mm was inserted to the l4 right, and connection was performed again with the f6.0cocr rod. Gc was placed at l4. The gc at t11/12 was only removed and not reinserted. There was a delay of more than 60 min in overall procedure. Patient was hospitalized.